Event description:
On (B)(6) 2008, consumer called to report daughter had experienced burned skin and pain after her father used compound w freeze-off to treat a wart on her right hand (pointer finger, few inches below nail bed) on (B)(6) 2008. Consumer stated that the directions for use were followed (wart was treated for 20 sec). Consumer took daughter to doctor on (B)(6) and stated doctor advised seeing specialist for the burn. No further medical treatment was sought until (B)(6)2008. The teenager's school nurse said the finger appeared to be infected. The mother took her daughter to the e.r. ((B)(6) medical center). Mother states that the e.r. Administered antibiotics (unk) and salve (unk) and sent the daughter home. Follow-up calls by medtech to consumer occurred on (B)(6). Medtech requested medical records from consumer but has not yet rec'd.

Manufacturer narrative:
Review of the manufacturing batch record cannot be performed at this time because medtech products, inc. Has no information pertaining to lot code and/or expiration date of device. No conclusion can be drawn at this time. Patient monitoring will continue via follow-up phone calls to consumer.